Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.